Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. Solenoids are slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirmed the reported event and determined the most likely cause of the issue is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications. In the event the suspect component is received for evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer reported there is no patient involvement associated with the event.